Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
During surgery the tip broke of the surgical device. An x-ray was performed to find and remove the broken tip. This process added and additional 30 minutes to the surgical procedure.

Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: no product is available and therefore an analysis is not possible, but we assume based on the information avaliable that the root cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related. Rational: according to the quality standard, a material defect or production error can be excluded. Through our experience we assume there is the possibility of a usage error due to a mechanical overload situation as the causal factor and these will result in a broken tip. There is also the possibility of torsion or high leverage with the instrument and this would have resulted in a breakage. No CAPA is necessary.